Event description:
The customer reported that the system had uninterpretable cine images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and cine bridge were replaced during the service call. The system was tested and found to be working as intended and put back into service.